Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Unable to perform any tests due to blank display. Pump received with cracked on display window. The test reservoir stay locked in place noted. (B)(4).

Event description:
Information received by medtronic indicated that the screen of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.